Manufacturer narrative:
The device was received for evaluation. Temperature testing during initial inspection found that the rear of the handpiece heated to 29.1 ° c in one minute, the middle heated to 34.7 ° c in one minute, and the nose heated to 70.8 ° c in one minute. The device was also found to be noisy while running at 80000 rpm. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a handpiece being used during a tympanoplasty procedure. It was reported that the drill overheated within 10 minutes after starting to work. The handpiece was held with cold gauze and the drill was used continuously. It was noted that the procedure was completed with back up products. The patient outcome was alive with no injury.

Manufacturer narrative:
Service and repair checked the device and found that there was deterioration of the motor, collar, release collar, nose, and bearing due to dirt retention. The motor cable assembly, collar, release collar, nose, and bearing were replaced and it was confirmed that there was no abnormal movement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.